Event description:
The customer contact reported a delay of critical therapy following an alarm condition. On (B)(6) 2012 at an unspecified time, the device was programmed to deliver an unspecified pain medication and the delivery was started. No specific programming parameters were provided. On (B)(6) 2012, at an unspecified time, it was reported that the device was alarming with an unspecified alarm that could not be cleared. The pt notified the hospice nurse. The customer contact reported the pt went into a "pain crisis." The physician was notified and the pt was admitted to the hospital for pain management. The customer contact indicated that once the pt was admitted to the hospital, the pt's pain was resolved. After approximately one day, the pt was discharged to home. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated 3 devices were in use; however, 2 of the devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. These devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The customer contact identified one possible serial number (B)(4). The device was received on 09/13/2012 and was evaluated. The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.23ml from an expected delivery of 20ml. Delivery accuracy for this device required delivery of 20ml +/- 1ml (+/-5%). No alarm conditions were found during testing. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicated the device was programmed on (B)(6) 2012 at 0829, for continuous + bolus delivery in mg, with a 10mg/ml concentration, a 12mg/ml rate, a 6mg bolus dose, a 15 minute bolus lockout, a 4 bolus/hr limit, and a 1000mg container size and the delivery was started. Between 0842 and 1037 there were seven 6mg pt initiated deliveries and 16 unmet pt demands and the bolus per hour limit was reached. At 1045, there was 1 unmet pt demand. Between 1049 and 1050, the delivery was stopped and the device was powered off. A review of the device history indicates the device was not in use on the customer's reported event date of (B)(6) 2012 and that there were no alarms recorded for the date of (B)(6) 2012. This report represents all the information known by the reporter upon query by hospira personnel.